Event description:
In 2008, the pt reported that he experiences air bubbles in his insulin cartridge immediately after insertion into the infusion device. He stated that he changed the insulin cartridge two days ago, and now has a bubble the size of a "marble." He stated that he uses room temperature insulin and inserts the cartridge into the pump then attaches the adapter and infusion tubing. He was advised to attach the adapter and infusion tubing to the insulin cartridge prior to insertion. He stated that he does not always fill the cartridge to 315 units. He was advised that in these situations he must extend the piston rod of the infusion device to meet the base of the cartridge plunger. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.